Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse replaced the aspirate probe tubing(s), waste probe tubing(s), reagent probe, aspirate probe 1, positive wash displacement pump, wash valve manifold assembly rinse blocks, base tubing(s) and the probe wash pump. The cse primed the all of the wash lines, checked dispensing, and calibrated the reagent probe. The quality controls were run, resulting within range. The cause of the false positive hbsag result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A (B)(6) result above the cutoff for mandatory confirmation testing was obtained on one patient sample on an advia centaur cp instrument. The original sample was repeated in duplicate on the same instrument and resulted (B)(6). A second sample tube from the same patient was tested for (B)(6) and resulted (B)(6). A (B)(6) result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) result.